Manufacturer narrative:
It was reported that the plastic cap of surgiphor broke during irrigation. Based on the information provided and without having the sample or photos to evaluate, no conclusion can be made. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) note, the date of event is considered to be a best estimate as (02-mar-2026) based on the date of awareness. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the plastic cap of surgiphor broke during irrigation.